Event description:
Following removal of the catheter from the patient, the tip was noted to be separated from the loop shaft. During the procedure, the catheter became lodged in the sheath near the hemostasis valve and could not be advanced. The catheter was removed from the patient and the device separation was noted. There were no adverse consequences to the patient.

Manufacturer narrative:
One sensor enabled, advisor fl circular mapping catheter, was received for evaluation. Visual inspection revealed the distal tip was detached and separated distally from the loop shaft. Conductor wire 1 was fractured at the weld joint and remained in the loop shaft. Further investigation revealed the tip dislodgement is consistent with improper insertion of the straightener into the hemostasis valve. The advisor fl circular mapping catheter instructions for use (IFU), document states: ¿always straighten the catheter before insertion or withdrawal". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.